Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: - after 3 communication errors during aida reading, the user declines the retry (asked by a popup) and the user has clicked "ok" on the popup informing that aida reading is stopped (not correctly ended). It implies data are not entirely displayed in the aida screen. - as the user is already in aida screen, the aida data are irrevocably lost (reset in implant). To avoid this behaviour in the future, wait for the end of aida reading, and in case of communication error during this reading, it is recommended to close the session and retry an interrogation (must not go to aida screen since it resets aida memories). Based on the available data, no issue is suspected on the subject device.

Event description:
The clinic team did not retrieve any diagnostic data from aida. They informed me that they waited for aida to finish downloading prior to carrying out any checks with the programmer. This is the only patient file they have for the patient but there is a note on file that they were also unable to retrieve any diagnostics at the follow up 1 year ago.